Event description:
It was reported that the programmer goes to a black screen and sometimes an error message when booting up. It was also reported there was a problem with programmer booting up to device selection screen. It will just show a black screen requiring programmer to be powered on and off multiple times along with disconnecting programming head. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) analysis could not confirm the reported event; the programmer boots correctly in under 30 seconds on multiple occasions. Did not experience a black screen requiring the programmer to be powered down and back on. Also did not experience an error; it is noted an error was found in the programmer error log, but occurred in 2011. Correct operation of the programmer was verified; programmer passed functional test. Ejector buttons are broken and corrosion was found on the power supply. It was noted the programmer has significant cosmetic blemishes, however works as intended. Concomitant medical products: product ID: 229047, analyzer. (B)(4).